Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received on 24nov2021, the patient has experienced dyspnea, hypoxemia, pelvic hematoma, small bowel obstruction, atelectasis, uterovaginal prolapse, vaginal pain, nausea, discomfort, human papillomavirus, urge incontinence, refraction error, heart murmur, gastroparesis, gardnerella vaginitis, colon polyp, vaginal mesh exposure, bleeding ulcer, and required additional surgical and non-surgical interventions.

Event description:
Per additional information received via medical records on 30mar2022, the patient has experienced abdominal pain, pelvic pain, dyspareunia, erosion, infection, recurrence of prolapse, recurrence of incontinence, urinary problems, vaginal scarring, significant emotional and physical injuries, twinges of pain in low abdomen and sharp pains in vagina and incontinence at times, stage 4 cervical cancer, recurrent vaginal pain, urinary incontinence, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The product family for this women¿s health product is unknown; and therefore, the appropriate labeling /product documents for review could not be determined. No sample received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced pain, injury, disability, and impairment. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received.